Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to an interventional percutaneous heart pump (php) procedure. The sheath was upsized to 14f and the php procedure was completed. Reportedly, the proglide sutures were tightened, but hemostasis was not achieved. Balloon catheter tamponade was used to achieve hemostasis. There was a thirty minute delay in the procedure. Three days later the hemoglobin had dropped to 10 g/dl and one unit of packed red blood cells was given. No additional information was provided.